Manufacturer narrative:
The device was received for investigation. The reported problem was confirmed. The balloon was observed to be ruptured. Due to the nature of the procedure, balloon rupture is an inherent risk of using this product. As stated in the IFU: exercise caution when encountering extremely diseased vessels. Arterial rupture or balloon failure due to sharp calcified plaque may occur. Avoid extended or excessive exposure to fluorescent light, heat, sunlight, or chemical fumes to reduce balloon degradation. Excessive handling during insertion, and/or plaque and other deposits within the blood vessel, may damage the balloon and increase the possibility of balloon rupture. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. Due to reports of similar complaints, CAPA 2024-005 was initiated to further investigate the issue.

Event description:
It was reported that the pruitt f3-s shunt balloon by the blue stopcock ruptured during use. The device was tested prior to use and no issues were noted. The shunt slipped out due to the issue resulting in bleeding from the insertion area. It is unknown what volume was used to inflate the balloon. No further injury or complication were reported.